Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #4). Additional emdrs were submitted to represent the bard/davol mesh - ventralex (device #1), the bard/davol ventralight st mesh (device #2) and the bard/davol 3dmax (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2012, ventralight st and two 3dmax meshes on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2012, ventralight st and two 3dmax meshes on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿ a small piece of incarcerated bowel was seen protruding through the fascia was dissected free from surrounding structures. The bowel was reduced and a small ventralex mesh (device #1) was placed and sutured." (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #2, #3 and #4). Per operative notes, ¿there was large abdominal wall hernia with mesentry, small bowel and colon. The hernia sac was dissected completely and placed with ventralight st using echo ps (device #2, #3 and #4), sutured in each quadrant of the mesh and secured with tackers." (B)(6) 2017 - patient was diagnosed with mid abdominal pain, severe adhesions to the right mid abdomen and mesh, mesentry stuck to bowel thereby underwent laparoscopic repair by adhesiolysis and mesentry removal. Per operative notes, ¿the adhesions of bowel and mesentery to the mesh were removed and freed. Then the mesentry was carefully removed from the abdominal wall and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st using echo ps (device #4). Additional supplemental emdrs were submitted to represent the bard/davol mesh - ventralex (device #1) and the two ventralight st using echo ps (device #3 & device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.